Event description:
The patient was revised to address pain. Update (B)(4) 2012- litigation papers received. In addition to pain, it is alleged that the patient suffers from poor range of movement, a nickel/metal allergic reaction, loosening, and a defective femur implant. Due to alleged loosening and defective implant, the cup and stem have been added. Date of implantation was also provided through an invoice.

Manufacturer narrative:
Update 08/10/2012 - litigation papers received. In addition to pain, it is alleged that the patient suffers from poor range of movement, a nickel/metal allergic reaction, loosening, and a 'defective femur implant'. Due to alleged loosening and defective implant, the cup and stem have been added. Date of implantation was also provided through an invoice. The cup and stem associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 8/10/2012- litigation papers received. In addition to pain, it is alleged that the patient suffers from poor range of movement, a nickel/metal allergic reaction, loosening, and a defective femur implant. Due to alleged loosening and defective implant, the cup and stem have been added. Date of implantation was also provided through an invoice. The cup and stem associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised to address pain. Doi: unk - dor: (B)(6) 2010 (right side). Update 8/10/12- litigation papers received. In addition to pain, it is alleged that the patient suffers from poor range of movement, a nickel/metal allergic reaction, loosening, and a 'defective femur implant'. Due to alleged loosening and defective implant, the cup and stem have been added. Date of implantation was also provided through an invoice. Update rec'd 4/15/2014 - sales rep reports that the patient was revised because of pain. Examination of the returned devices did not identify any unusual wear. Previous review of the device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases identified other reports against the metal head and no other related reports against the remaining product/lot code combinations. Per procedure, the metal head is exempt from DHR review. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.